Event description:
It was reported that the device had a touchscreen issue. Not in use, no patient or user harm reported. During periodic maintenance, the service engineer (se) confirmed that the responded position was misaligned with the touched position. A calibration was performed; however, the phenomenon was not improved. The se replaced the touchscreen to resolve the reported issue.

Manufacturer narrative:
(B)(6).

Manufacturer narrative:
The touchscreen assembly was returned for failure analysis. Visual inspection of the touchscreen assembly revealed no evidence of damage or contamination. Failure analysis was performed; no fault was found on this returned touchscreen assembly. The reported complaint of touchscreen failed was not duplicated.